Manufacturer narrative:
Aa good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received gablofen baclofen (2000mcg/ml, 1500mcg/day) in an implantable pump for intractable spasticity and cerebral palsy. A volume discrepancy occurred; expected residual volume (erv) was 10.8ml and actual residual volume (arv) was 18ml. It was noted at the time of the last refill, some resistance was encountered near the end of the fill. There was no report of previous volume discrepancies. There were no symptoms reported. The manufacturer representative was going to review details with the managing hcp. The plan was to watch and wait until the next refill. The hcp recommended a catheter dye study, as the patient was approaching elective replacement indicator (eri). The patient's mother was not amendable to the study. The cause of the volume discrepancy was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.